Event description:
It was reported that there was a revision of the left knee. Original case was (B)(6) 2014. Patient had looseness so surgeon put in a 14mm size to replace the 12mm. Follow-up investigation: revision was on (B)(6) 2015. Patient had a tka done a year ago. The patient had swelling and lax tissue and the bearing was loose. He did not fall or injure himself. The bearing was replaced and the patient stayed the night in the hospital and is doing fine to date.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The device history record review showed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not return the device.